Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient moved some furniture about a week prior and assumes the settings have changed "like they now affect it differently." The patient indicated they started having a lot of bladder pain and cannot get it under control. The patient was advised that the stimulation setting could be increased, but the patient should follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.